Manufacturer narrative:
Corrected data : d6a - date of implant.

Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The ipg was relocated and replaced to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.